Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon opening a zcb00 intraocular lens (iol) package, the dial to lens holder was turned to open position and the lens haptic was sticking out of lens holder. Doctor looked at the lens under scope prior to loading lens and questioned scratch mark on lens haptic. The lens was not loaded into cartridge. There was no patient contact. New lens was used for the treatment. No further information was provided.

Manufacturer narrative:
Device evaluation: complaint lens was not returned for evaluation; only the unit carton and lens case were returned. Therefore, reported complaint cannot be confirmed.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no associated deviation or non-conformity report related to this complaint. During manufacturing process all lenses are visually inspected and defective lenses are rejected . A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, complaint data review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.